Manufacturer narrative:
Ref # (B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a lap chole procedure the balloon would not inflate. Visual inspection showed the valve seal, locking collar and balloon were intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon inserted the balloon tip, removed the obturator and then attempted to inflate the balloon with the syringe. But, the balloon would only inflate about 30% of capacity and the trocar came out of the patient. Another device was opened and performed correctly. There was no delay in surgical time of more than 30 minutes.